Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported an error code 5516, (pump for highly concentrated waste), stopped unexpectedly. The customer checked the hcw pump, observed that was full of condensation inside and replaced the peristaltic hose, but the error code did not resolve. Additionally, the customer indicated that there was a burnt smell. The field service representative (fsr) replaced the hcw pump sensor and observed that the wiring harness leading to the motor and sensor cables and the cable that goes from there to the sensor was damaged (charring). There was no impact to patient management reported. There was no harm to the user reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c4000, serial number (B)(6), performed troubleshooting and observed the wiring harness leading to the motor and sensor cables were charred/burned. There was no fire, smoke and no injury to personnel reported. Return testing was not completed as returns were not available. The instrument service history for the architect c4000 revealed no subsequent issues have been reported related to the module generating error code 5516 and smell of charring/burning or charred/burned parts. A review of tracking and trending of the architect c4000 did not identify an increase in complaint activity associated with the complaint issue. Additionally, review of tracking and trending data associated with the cable, cnb28 to hcw pump, ict (rohs); motor, peristaltic pump hc assy (rohs) or the sensor, photo, multiple use (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. The 2025 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The observed electrical spark and smoke was limited to the smell of charring/burning or charred/burned parts, observed was limited to the cable, cnb28 to hcw pump, ict (rohs); motor, peristaltic pump hc assy (rohs) and the sensor, photo, multiple use (rohs), the smell of charring/burning or charred/burned parts did not spread to other parts of the module. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000, serial number (B)(6), or cable, cnb28 to hcw pump, ict (rohs); motor, peristaltic pump hc assy (rohs) or the sensor, photo, multiple use (rohs) was identified.

Event description:
The customer reported an error code 5516, (pump for highly concentrated waste), stopped unexpectedly. The customer checked the hcw pump, observed that was full of condensation inside and replaced the peristaltic hose, but the error code did not resolve. Additionally, the customer indicated that there was a burnt smell. The field service representative (fsr) replaced the hcw pump sensor and observed that the wiring harness leading to the motor and sensor cables and the cable that goes from there to the sensor was damaged (charring). There was no impact to patient management reported. There was no harm to the user reported.